Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose levels (300 mg/dl). Customer suspected that stress was the cause. Customer delivered correction boluses to address the issue. System check performed with tandem technical support found no anomalies. Customer reported during follow up the next day that bg level remained elevated at 287 mg/dl. Customer declined any further assistance from tandem technical support. Recommendation was made for customer to consult with heath care provider regarding pump therapy and diabetes management.